Manufacturer narrative:
Results: the penumbra coil detachment handle (handle) had the pull wire from the penumbra coil 400 (pc400 coil) stuck inside and therefore, the handle could not be functionally tested. Conclusions: evaluation of the returned device revealed that the pc400 coil pull wire was stuck inside the handle. If the detachment handle is repeatedly actuated during the procedure, it may cause the pull wire to move back inside the detachment handle mechanism and kink. Once the wire is kinked inside the detachment handle, removal of the wire can be difficult. This may occur if the pc400 pusher assembly is forcefully inserted into the handle. Penumbra handles are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil detachment handle (handle). During the procedure, the physician delivered a penumbra coil 400 (pc400 coil) in the aneurysm using the handle. While attempting to detach a new pc400 coil in the aneurysm using the handle, the pc400 coil delivery assembly became stuck in the handle. The physician pulled the pull wire and successfully detached the pc400 coil. The procedure was completed using a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:(B)(4). 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
"The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure and embolizing the varices using a penumbra coil detachment handle (handle). During the procedure, the physician deployed and detached an initial penumbra coil 400 coil (pc400 coil) into the aneurysm using the handle. While attempting to detach a new pc400 coil in the aneurysm using the handle, the pc400 coil pusher assembly became stuck in the handle. Therefore, the physician pulled the pull wire and was able to detach the pc400 coil. The procedure was successfully completed using a new handle. There was no report of an adverse effect to the patient."